Event description:
I am a pt participating in a medical study. The (B)(4) study at (B)(6) hospital. I was asked to wear the actiheart cardiac monitor with 3m red dot electrodes for 7 days. By the 4th day of wearing, I experienced breathlessness and tightness of the chest. I then got a persistent cough. By the 5th day, I began to get red skin at the point of contact and this got much worse quite rapidly. Nasty itching. I had been told by the study that the contact dermatitis was a possibility but the effect on my lungs, shortness of breath and coughing happened first and was more serious. I took the monitor off and felt a sense of instant relief, it had obviously put a load on my system. It is suggested that this is an allergy to the glue in the electrodes but I think it might be a reaction to the metals; I do experience redness of the skin if I wear cheap jewelry for a long period. I am a healthy individual. I suggest that this device is only suitable for use for 3 days maximum exposure.